Manufacturer narrative:
Based on the limited amount of information received, it is difficult to assign a root cause. Suspected root causes are: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized, insertion over a bent guidewire.

Event description:
The customer reported that the device was broken during surgery. Part of the device was recovered. The remaining part of the product remained implanted as was fixed.